Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, vertical horizontal cracks were observed on the optic . In the physician's opinion the event was due to the iol implant forceps. Additional information was provided, indicating that the patient experienced corneal swelling. The iol remains implanted. The patient symptoms continue.